Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument broke off inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: it is unknown if the instrument was inspected prior to use. No fragment fell, but the instrument was broken, and it was impossible to close it and to remove the instrument. She stated the bent forceps was probably caused when the instrument was removed from the arm. The instrument was in use for an hour when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The staff did not feel any resistance upon removal of the instrument through the cannula. It was not possible to straighten the wrist of the instrument. The surgical staff did notice any damage to the cannula after the event occurred. The instrument had a wire that was broken at the level of the articulation/ at the pivot level of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective instrument was not returned to intuitive.

Event description:
Refer to h10/h11 for follow-up information.